Event description:
The patient was implanted with a vented electric left ventricular device (lvad). It was reported by the chief perfusionist that the patient came to the hospital for an evaluation because he had experienced power limit advisories, "funny pump noise", and yellow wrench alarms, while at home. Large amounts of black dust were noted in the vent filter and vent adapter, so they were replaced. The patient went back home and did well during the night; however, the next morning he experienced alarms again, including red heart alarms. The patient returned to the hospital, wave forms were collected before and after the system controller was changed out, and sent to the manufacturer for evaluation. The patient was then admitted to the hospital, and placed on pneumatic support using a stroke volume limiter (svl) and drive console. A few days later, the patient's lvad was exchanged. The patient remains stable.